Event description:
Pump did not have any audio tones. Self-test was performed and customer reported that pump did not beep as expected. Pump turned to vibrate during the vibrate test and did not pass.